Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was visibly scratched upon implantation. There was patient contact. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to sep 16, 2025. Section d6a: if implanted; give date: ni, unknown if the lens was implanted. Section d6b: if explanted; give date: ni, unknown if the lens was explanted/removed. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted